Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer was unable to operate the cabinet. A field service engineer turned on the aio and the screen was back on. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux drawer was not open. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.